Manufacturer narrative:
The customer reported the AED would not power on and the asi is blank. The maintenance schedule is reported as 'none'. The customer reported that they did not have a battery pack in the AED nor did they have one since they purchased the AED. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported the AED would not power on and the asi is blank. Customer stated they did not have the battery pack inside the AED from time of purchase. The reported event did not occur during patient use.